Manufacturer narrative:
Device investigation: results: the tip of the separator wire distal to the teardrop structure is bent at 90 degrees to its normal orientation. An rhv was attached to a demonstration reperfusion catheter and the distal end of the separator is introduced into the rhv. The tip portion of the wire bends back 180 degrees and jammed in the hub-shaft transition of the catheter. The separator is non-functional. The behavior noted in the complaint is confirmed. The cause of the damage to the catheter was likely due to the tortuous patient anatomy described in the complaint. The damage seen to the separator is probably secondary to the kinks in the catheter which caused the separator tip to bend when it encountered the kinks during advancement. This is likely the cause of the difficulty advancing the separator through the catheter noted by the physician. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician placed the catheter and tried to introduce the separator. The separator however, remained stuck in the catheter. The physician exchanged the separator and it too became stuck in the catheter. The physician then decided to exchange the catheter and used the second separator, this worked. The patient had tortuous vessels. The patient was in poor condition in the hospital. The physician had first attempted to recanalize with retrievers then with the penumbra system. The treatment success was not satisfactory. The physician said that the condition of the patient and the outcome of the procedure was not negatively effected by the product incident. This MDR is associated with MDR 3005168196-2012-00176.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.